Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm ¿for no reason¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition with no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump¿s upstream occlusion (uso) sensor was tested and found to be activating out of specification. The root cause was unknown. The sensor was to be re-calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.